Event description:
Health professional reported "lap-band [system] was not holding fills." Diagnostic testing confirmed a "leak." The lap-band system was removed and replaced, but it is unk if the entire system was removed or just the band portion of the device.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has been returned however the product analysis has not been started at this time and the taper type has not yet been identified. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."